Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of objective lens has pinholes on glue and light guide lens has lift off glue traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodeno videoscope to the service center for separate issues. During the device analysis, the service center indicates that objective lens has pinholes on glue and light guide lens has lift off glue was found. There was no patient involvement.